Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint alleging that the device was broken cannot be confirmed. However, another defect was observed that affects the functionality of the device. The slider of the device was pushed to the various positions, and the grasping wire would not extend or retract as intended. From past failure investigations, it was observed that the grasping wire was separated from the slider which is likely due to inadequate fixation of the proximal end of the wire (hypotube) with the set screw during the manufacturing process. The set screw provides the connection between the slider and grasping wire. This failure was evaluated via nr and pia . The full investigation and root cause will be documented via CAPA. At this point in time no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the customer via phone that during an unknown procedure the customer's ideal suture grasper 60 degree broke while pulling the suture out of the trocar. The case was completed with another like-device with no patient harm or delay. The customer was not present and could not provide any additional information. The device is being returned for evaluation.